Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarms such as hardware low level failures and failed battery test. The patient's blood glucose at the time of incident was 2.9 mmol/l. During troubleshooting the insulin pump passed the self test. However, troubleshooting for these alarms already occurred during a previous call; the patient was sent a replacement battery cap but the alarms had recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No unexpected pump error alarms during our testing. However, the motor arm cannot communicate with the main arm error alarm and hardware low level failure error alarm, variable 3, was in the formatted history and long trace files due to cold solder joints at the u1 of the keypad assembly. The power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly. No unexpected replace battery now, failed battery test or battery failed alarms noted. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.